Manufacturer narrative:
Pump was received with minor scratched display window, cracked lcd window corners at the upper left and right corners, cracked case at display window corners, broken reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks on the lcd screen. The blood glucose reading is 8 mmo/l. Nothing further reported.